Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter confirmed that there was no known damage to the battery compartment or the cap and confirmed that the battery cap was able to secure to the pump appropriately. There was no moisture ingress noted related to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2016 with the following findings: investigators were unable to confirm or duplicate the original intermittent power complaint; the review of the black box data showed no unexplained power reboots. Additionally, power rebooting was not duplicated during the investigation. The pump was run on a 24 hour basal program using a returned battery cap with no power interruptions. The pump was opened up and no defects were found to the power circuit. In addition, there was no evidence of internal moisture. The returned battery cap was used to perform the investigation. No damage was noted to the battery compartment threads or the battery cap; the battery cap was able to securely attach to the pump. The battery cap contact width and height measured within tolerance.